Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Insulin pump alarmed during basic occlusion test due to loose or protruded drive support disk. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump was not bumped or dropped. The customer stated that the drive support cap is protruded. Blood glucose value is 118 mg/dl. Nothing further reported.